Manufacturer narrative:
One imp tm 4.1mm mtx full,13m (item # tmt4b13) assembly was received for investigation. Visual inspection of the as returned product identified fracturing of the implant at its lower portion as reported. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: date of this report, device expiration, UDI (B)(4), date received by manufacturer, checked "follow-up", checked follow-up type, changed "no" to "yes", date of manufacture, entered evaluation codes, added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional 510k numbers: k113753 and k112160.

Event description:
It was reported that during implant placement the implant fractured and had to be removed. It was noted that the patient had some bone loss. The site was grafted and another implant was used to complete the procedure.